Manufacturer narrative:
Additional information to include from section e facility name: social medical corporation nobita will meet with the hospital. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter ruptured. There was no reported patient injury. The saber balloon was replaced with a an unknown new balloon catheter (4mm) and the procedure completed successfully. An unknown 6f 11cm sheath introducer was inserted and a saber was delivered to the lesion however, the balloon ruptured. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was 100% (cto). The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Additional information was received in section (describe event or problem); please see the next paragraph for the update: during use, it was reported that the 8x40mm 155cm saber balloon catheter ruptured. The saber balloon was replaced with an unknown new balloon catheter (4mm) and the procedure completed successfully. There was no reported patient injury. An unknown 6f 11cm sheath introducer was inserted and a saber was delivered to the lesion however, the balloon ruptured. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness was moderate. The lesion was severely calcified. The rate of stenosis was 100%, chronic total occlusion (cto). There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's inflation device was used which was successfully used with other devices. There were no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter has been in an acute bend. The product was removed intact (in one piece) from the patient. No other information was provided. A non-sterile saber rx8mm4cm155 was received coiled inside of a clear plastic bag. Product was removed from the plastic bag to do a first visual inspection without any optical magnifying device. The balloon was received not inflated. A kinked/bent condition was observed at 23 cm from the distal tip. No other damages or anomalies were observed. Functional test was performed. The inflator/deflator device was attached to the hub. Device nominal pressure is 6 atmospheres (atm). Balloon inflation test was done by applying pressure with the indeflator device until the manometer reached the pressure of 10 atm. The balloon did not inflate as expected due to a burst condition that was detected. During sem analysis, an axial burst was observed on the balloon at 3cm from distal end. The external surface of balloon presented evidence of scratches and abrasion marks near the balloon¿s axial burst. Internal surface of the balloon was analyzed and no evidence of damages were found. It is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the axial burst condition found on the received balloon. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17545852 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. The exact cause of the rupture reported by the customer could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (severely calcified cto lesion with moderate tortuosity) most likely contributed to the reported event as calcified/resistant lesions can damage the balloon as evidenced by the scratches/abrasions found on the balloon during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.